Event description:
Healthcare professional reported that approx 27 months post implant, in a 30 day old infant, the valve was replaced for a larger valve due to pt growth. The valve was returned for analysis.